Event description:
Rptr did back to back blood glucose tests, within minutes of each other, and recieved results of 270, 384 and 320mg/dl. The rptr stated that rptr felt tired. A control solution test was in range, 132 (93-140). On follow-up, the rptr stated that rptr's symptoms of being tired was unrelated to rptr's blood sugar. No harm was alleged.